Manufacturer narrative:
(B)(4): on an unreported date in the last twenty days prior to the receipt of this report, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The cause of the suspected peritonitis was not reported. On unreported date(s), the patient was treated with unknown antibiotics for seven days (route, medication, dosage, and frequency not reported) for the suspected peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was not recovered from the suspected peritonitis. No additional information is available.